Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after she was implanted something was bleeding. She noted the bed, pillows, and her clothes were covered with high amounts of blood. The patient stated the blood was because the healthcare professional (hcp) forgot to cauterize a vein. The patient said they took her back to surgery and cauterized the vein. The patient said the blood was on her back where the implant was.

Event description:
Additional information received as patient reported that at implant surgery, the surgeon sewed them up without seeing that there was one vein bleeding and they had to go back for a second surgery to have that taken care. Patient stated that surgeon almost killed them with this mistake. Reported issue was resolved with a second surgery. Patient's reason for again calling was in regards to service complaint about health care professional (hcp) and representative not informing them that they would need to have surgery to replace ins once it reached eos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.